Event description:
It was reported via repair work order that the bed had intermittent functionality to the footboard and both siderails due to malfunctioned siderail cable. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported